Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an open circuit found during an impedance check prior to a pre-op MRI. The patient reported they fell and hit their head in the area where the extension wire as. An open circuit, >40,000 ohms, was found on (B)(6) 2017. The extension wire was replaced. The patient was scheduled for an MRI to be performed for image guided cingulotomy. Due to the open circuit being found, the MRI was cancelled. CT was used instead and merged with their pre-op dbs MRI. The extension wire was replaced following cingulotomy. The doctor made an incision where the lead connects to the extension wire. They attached the 3550-68 to the lead after disconnecting it from the extension wire. The impedance was normal for the lead, isolating the extension wire as the source of the open circuit. After the replacement, impedance was checked and found to be within normal limits. It was noted the patient's medical history was chronic pain and pressure ulcers. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4) found that the #2 stimulation body conductor was broken 2.8 centimeters from the proximal end.if information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.